Manufacturer narrative:
This MDR is being submitted to correct the submitted lot number, expiration date under d4, manufacturing date under h4 and medical device problem code under h6. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system eqms search: a query was run in the eqms on 11-jan-2026 against "lot number 6008634 and similar malfunction code(s) insulin not approved for the infusion set. The review confirmed that lot 6008634 and the identified failure mode are not associated with any ncrs or corrective and preventive action capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 10-jan-2026 against "lot number" criteria equal 6008634 and similar malfunction codes insulin not approved for the infusion set. The count of complaint is 1. The complaint number are compliant (B)(4). Device history record DHR review: the lot 6008634 was manufactured according to the work instruction wi version 116 and manufactured in the line inset 6 on 12/aug/2024 with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 4g05913 was manufactured according to the wi version 64 and manufactured in the gluing machine sc03, on 07/aug/2024, with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 4h02249 was manufactured according to the wi version 64 and manufactured in the gluing machine sc02, on 13/aug/2024, with a total of (B)(4) units. The device history record DHR was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in the compliant (B)(4) on 19/jun/2025. Work instruction wi guidance for visual testing for complaints area version 3: 10 samples out 10 tested passed visual inspection. Work instruction wi corrective and preventive action CAPA planguidance for functional testing 1 air flow test for complaints area version 2: 05 samples out 10 tested passed functional testing (the other five samples were not able to be tested due to special investigation.) For the reported malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction wi monthly trips and alerts. Conclusion summary of complaint investigation as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6008634 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.for more details, see the information under the child investigation record (B)(4).

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemic event. Blood glucose level was 700 mg/dl at the time of the event. The duration of hospitalization was for 5 to 6 hours. Patient was treated with intravenous (IV) and fluids of saline and insulin. Patient was released from the hospital on (B)(6) 2025. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.